Event description:
Customer reported receiving a reading on his freestyle mini meter of 21 mmol/l and "took insulin", then experienced symptoms of low blood sugar". After administering the insulin, he was driving in his car and began "getting dizzy (and his) eyesight was fading". The customer reportedly "lost consciousness when he got home". He was given grapes and orange juice by his spouse.

Manufacturer narrative:
This is an initial report. Follow up report will be submitted if the product is returned for evaluation.